Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that the medium-large clip applier instrument did not completely clamp. There was no report of patient involvement or reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one bent grip, causing misalignment of the grips. There was a 0.025¿ offset at the tips. Additionally, the clip applier instrument failed a clip test due to misapplication of the clip. The instrument was placed and drive on an in-house system. The instrument passed the recognition and engagement tests. The instrument was able to retain clip through engagement but could not release the clip as commanded. The complaint was confirmed by failure analysis.